Event description:
It was reported that the customer administered a mealtime bolus but did not deliver a large enough bolus for the carbohydrates they consumed. The customer's blood glucose (bg) level subsequently increased to "high", although specific value was not provided. Customer delivered a correction bolus via the pump and manual insulin injection address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.